Manufacturer narrative:
Film evaluation summary: pre-implant anatomy, films at implant, and earlier post-implant films were not provided for review and comparison. The films provided showed that the bifurcate is currently positioned with the top of the graft fabric ~ 1.5 cm below the lowest renal. However, since the bifurcate location at implant was unknown, it is unclear if the stent graft had migrated. A possible proximal type I endoleak due to lack of stent graft apposition to the aortic wall was observed. The exact cause of the events could not be conclusively determined. However, the films provided showed that the aorta surrounding the bifurcate main body is currently larger than the nominal diameter of the bifurcate, indicating that there may have been disease progression of aortic neck dilatation. The films also showed that the proximal aortic neck was highly angulated. The highly angulated aortic neck combined with disease progress of aortic neck dilatation may have contributed to the events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aneurysm is 70 mm x 62 mm. The aortic neck is 17 mm in length and 19 mm in diameter. It was reported that a CT showed a type ia endoleak. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.